Event description:
A 15mm amplatzer septal occluder (aso) was deployed across the defect with a 8f amplatzer delivery system. Echo confirmed no interference with the valves or obstruction of the veins. The aso was released from the delivery cable. Echo showed a significant residual shunt superiorly behind the aorta. A 4f/120 cm merit one snare was used to percutaneously retrieve the aso. A 16mm aso was successfully implanted using a 10f amplatzer delivery system.

Manufacturer narrative:
The 15mm aso was received at sjm and decontaminated. The occluder was grossly and microscopically examined and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 7f loader, deployed, and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.